Manufacturer narrative:
Sentence correction: customer lost consciousness and fell dislocating the jaw.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low. Customer fell unconsciousness and fell dislocating the jaw. Customer went to the emergency room (ER). Intravenous fluids were administered. Computed tomography scan was performed and the jaw was relocated. After 12 hours, customer left the ER feeling better; bg value was not known. Customer did not know cause of low bg.